Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result, there was the possibility that the reported phenomenon was attributed to the following causes. -excessive bending stress was applied to the insertion section of the subject device for unspecified reason.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the internal metal part had been sticking out from the inside of insertion section of the subject device. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc), it was found that the insertion section of the subject device had been torn and the broken internal metal part had been sticking out from the inside of insertion section of the subject device.